Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
An abbott field service engineer (fse) observed smoke coming from the sample syringe assembly on the axsym plus analyzer, serial number (B)(4). The syringe assembly was burned due to liquid that had dripped onto the pressure sensor. The fse replaced the sample syringe assembly. No fire or injury was reported.

Manufacturer narrative:
While troubleshooting error code 3078 (air during aspiration, reagent bottle 3), the field service representative (fsr) observed smoke coming from the area under the sample pipettor when replacing the sample probe. The smoke was caused by bulk solution #4 leaking from the loosened axsym probe pm tubing onto the sample syringe assembly board at the j3 connector. No injury occurred. Returns were not available. The issue was resolved by tightening the axsym probe pm tubing and replacing the damaged sample syringe assembly. A technical service bulletin (tsb) was distributed to provide field service organizations with installation instructions for the axsym sample syringe shield. This shield is intended to divert any leaking buffer away from vulnerable instrument components in the sampling syringe board area. The axsym sampling syringe shield may be ordered and installed by field service as an optional service call. Architect systems are certified to the appropriate us, (B)(6) and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A review of the axsym plus analyzer, serial number (B)(4), was performed, and the review of tickets identified no contributing factor on or around the date of the event. The fsr resolved the issue through normal troubleshooting procedures. A review of quality metrics was performed. No adverse trends for tickets with replacements of the syringe and no trends for tickets with replacements for the axsym pm probe tubing were identified. Based on the results of the investigation, no deficiency or malfunction of the syringe assembly (part number 4-37072-02-98gr) or the axsym pm probe tubing (list number 08g50-01) was identified.